Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date - unknown if the device was explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the deployment of the angio-seal was unsuccessful. It was unknown if the issues were related to the device or the anatomy of the patient. Additional information was received on march 4, 2019. The procedure was a left heart catheterization. A 6fr procedure sheath was used. The insertion of the device was fine, until the foot plate was deployed. The foot plate slipped back into the track and became stuck. The physician attempted to pull the device out, which was unsuccessful. He chose to cut the sutures that were visible and abort the deployment. Manual pressure was applied, instead. The patient lost pulse to the right lower extremity which required vascular surgery to restore perfusion. An angiogram was completed.